Manufacturer narrative:
Approximate age of device ¿ 4 years 8 months (the age is calculated from the date of implant to the event date). Manufacturer's investigation conclusion: he report of a potentially compromised driveline can be confirmed. A distal end driveline replacement was performed by a tech services representative on 15 jul2019. Approximately 22¿ of the external portion/distal end of the driveline was returned. Upon examination of the returned drivleine, the distal end bend relief appeared to have separated from the controller connector. Further examination of the driveline in this area revealed damage to the bionate and shielding, adjacent to the controller connector. The sleeve was removed and examination of the remainder of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed, and examination of the underlying wires revealed fractured black and yellow wires adjacent to the controller connector. Further examination of the wires in this area revealed breaches in the insulation of the green and brown wires. The underlying conductors of the 4 wires were exposed. The fracture of the black and yellow wires and the breaches in the insulation of the green and brown wires, appeared to be the result repetitive flexing of the driveline in this area. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black and yellow wires, to their redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The fractured and breach wires had the potential to interrupt function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage also had the potential to result in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Following the repair, an additional log file was submitted to and reviewed by technical services, which captured no further driveline faults or pump stop events. The heartmate ii lvas patient handbook, document # (B)(4), was available at the time of implant. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Incidental finding: during the analysis of the returned driveline, an additional finding of a distal end bend relief separation was noted. The patient remains ongoing on lvad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was brought to clinic and pump stops seen on history screen with visible damage to external driveline (dl). An ungrounded cable placed on patient the log file sent were analyzed. The log file analysis showed captured pump stops, and dl faults beginning on (B)(6) 2019. Percutaneous lead repair performed without issue on (B)(6) 2019. The patient was expected to be released to home following observation. Per tech service, the additional driveline data points showed that the driveline data was becoming more stable & there were no speed drops. No further information was provided.